Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the drip chamber of a vented set. The chamber contained sodium chloride. This was noticed before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
A sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample set was gravity tested with methylene blue and liquid flowed out through a small hole on the drip chamber. The reported condition was verified. The cause was manufacturing/material related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.